Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing was performed in clinic and the noise was not reproducible. The device was reprogrammed to resolve the event and the patient was in stable condition.